Manufacturer narrative:
(B)(4). Battery bat203980 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of bat203980 revealed that the device met specifications; the battery passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause can be attributed to a battery with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02822 and 3007042319-2015-02823) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02822 and 3007042319-2015-02823) submitted for devices related to the same event.

Event description:
It was reported by the patient that the controller changed from one power port to the other one before batteries are down to 25%. The batteries were replaced with no reported effect on the patient. Investigation is ongoing.